Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
No service was requested. The user facility performed by themselves a repair of the ventilator. According to received information, the pressure transducer pc (printed circuit) board was replaced but not returned for investigation. Provided ventilator logs confirm the reported failed pressure transducer test. Most likely, the pressure transducer pc (printed circuit) board was anomalous. However, since no parts were returned for investigation, the root cause of the reported malfunction has not been conclusively determined.

Event description:
Manufacturer's ref #: (B)(4).